Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient said that it doesn't work- they clarified that they're unable to recharge their implant because they're getting poor communication with both the programmer and recharger. The patient mentioned it happened before and they met with a representative at the doctors office to resolve it. They were last able to successfully recharge around (B)(6) 2017 and they haven't been able to charge the implant to fully charged since due to poor coupling issues. They noted that since resolving the previous issues the device had worked up until september. The patient was unable to communicate with both their patient programmer and recharger; they were directed to their healthcare provider to have their device checked for over-discharge. No symptoms or further complications reported.